Event description:
It was reported that at implant the electrocardiogram showed pace mode voo at a rate of 60 bpm. The programmer showed pacing mode vvi which is what mode should be used since patient had their own rhythm. The device was not implanted due to the mode switch and not pacing appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) no anomalies found.